Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the unexpected level of pain. If additional information is received a follow-up report will be submitted.

Event description:
The patient reported at a 30 day post superdimension procedure visit that they experienced post procedural pain at a level of nine on a scale of one to ten. No additional information is available. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Post-procedure the patient experienced difficulty taking deep breaths. Reportedly due to level of pain. The patient was placed on a non-rebreather oxygen mask. If additional information pertinent to the incident is obtained a follow-up report will be submitted.